Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation into this incident, it was confirmed by the technical support specialist (tss) that the issue was resolved on the customer side and no information was provided on how the issue was resolved. The technical support specialist has made multiple attempts to reach a customer but there was no response received from the customer for further assistance.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary insulin labels were not printing. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.